Manufacturer narrative:
The manufacturer¿s international service technician confirmed the reported issue. The international service technician determined that replacing the lithium-ion battery and the da to mc cable (data acquisition to motor controller cable) would resolve the issue. The battery and cable will be replaced upon customer's estimate approval.

Event description:
The international customer reported ¿battery failed¿ alarm occurred while using the v60 ventilator. Unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
Battery failed" alarm was duplicated. Lithium-ion battery was the cause, so it was replaced. (B)(4).